Event description:
It was reported that, the compressor on an 840 ventilator was inoperable. The ventilator was not in use on a patient at the time the event occurred. The covidien service engineer (se) inspected the device and verified the reported issue. The se replaced the compressor air dryer filter/ muffler. The unit passed all testing and operates within the manufacturing specifications.